Event description:
Hello, I am requesting a full refund of what I have paid for my aligners including impression kit cost. I have not been able to wear them for a year since I had pain, moving bottom teeth and swelling of lower gums. I immediately stopped using them at that time, however I was still advised to go back a tray or two of aligners. I sent pictures in to be reviewed at that time from my dentist you provided me with. I was then instructed to see a 3rd party dentist. Others have been refunded without seeing a 3rd party dentist. My plan number is (B)(6).